Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data: "on (B)(6) 2019, the lens was exchanged with a shorter lens due to suspected inflammation." Corrected to "on (B)(6) 2019, the lens was explanted due to suspected inflammation". (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -6.5 diopter into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a shorter lens due to suspected inflammation. In the reporter's opinion, the cause of the event is the device. The problem was resolved after explant.